Event description:
It was reported that during implant, the lead helix would not extend. The lead was removed from the body, tested by rotating the pin and the helix extended after more than 30 rotations in a spring-like fashion. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.